Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a prismaflex m150 was leaking from between the connection of the tube and screwed connector. The external fluid leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.